Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014). The lay user/patient¿s meter has been returned on 05/27/2014 and evaluated by lifescan product analysis on 07/16/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor ic114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.